Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that she had a lost sensor alert last night. Customer had the sensor on for 5 days and it was working okay before that. Customer stated that she tried to link it back up but it wouldn't work. Customer does not have any more enlite sensors. Customer's blood glucose is 222 mg/dl. Customer stated that last night, she got up and had a no delivery alarm. Customer's blood glucose was 600 mg/dl. Customer stated that she has a back-up plan and has treated with the pump. Customer stated that the alarm occurred previously and during bolus. Customer stated that the alarm is not recurring and the issue has been resolved by a complete set change. Customer was advised that the pump is working as designed. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer stated that she knows the no delivery alarm happens occasionally and the issue was resolved by changing her set.